Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: one (1) used d1000 tego connector. Although requested, the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded component damages including seal tearing along the top rim above the thread post. The report noted the characteristics of the component damages (seal tears near the top rim and adjacent to the thread posts ) were consistent with damages that can occur with incorrect techniques/usage conditions (overtightening & continued connection rotations). Engineering testing and analysis of the returned tego connector to the applicable product specifications was performed. The results recorded no leakages, passed the acceptance criteria. However, due to the tego component top seal damages, high pressure testing could not be performed. The tego connector was than disassembled and the internal componentry evaluated. The report noted no evidence of internal anomalies or evidence of internal leakage.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged components/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on during dialysis sessions, attending clinician removed/replaced tego connectors due to ". Blood leaking under the membrane". There were no reported adverse patient consequences. Additional event, usage information and status of device return although requested has not been responded to. This is the mfgers. Follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot # 3293926 (mfg. 07/2016) showed (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the lot build.

Event description:
Int'l. ((B)(4)) complaint received reporting damaged components/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on during dialysis sessions, attending clinician removed/replaced tego connectors due to ".blood leaking under the membrane." There were no reported adverse patient consequences. Additional event, usage information and status of device return although requested has not been responded to.